Event description:
A patient was receiving tube feeds via an enteral feeding tube. The patient removed his feeding tube while being repositioned in the bed. Reportedly, it was noted by staff that the weighted end of the keofeed tube was missing. The physician was notified and a kub x-ray was obtained. The x-ray revealed the weighted tip within the gi tract. No apparent patient harm.